Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump would not turn on and insulin pump exposed to moisture. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they did hear fluid when shaking the insulin pump. Customer states they see fluid under the lcd. Customer reported that hairline cracked on the back of the insulin pump near the belt clip on the right side. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify unresponsive keypad due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Insulin pump also received with cracked case behind the insulin pump at the corner of the belt clip rails.